Manufacturer narrative:
The breath delivery (bd) power controller printed circuit assembly (pca) was replaced and the ventilator was returned to use. Product analysis: a breath delivery (bd) power controller printed circuit assembly (pca) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed, no errors were found in the diagnostic logs. During extended self-test (est) the test ventilator failed the bd audio test. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component capacitor.

Event description:
It was reported that, during preventative maintenance, a 980 ventilator breath delivery audio test failed during an extended self test (est). The ventilator was not in use on a patient at the time of the reported event.